Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a stylet in the lead and the helix extended and stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high left ventricular (lv) lead and right ventricular (rv) lead threshold measurements. It was noted that the rv lead had dislodged resulting in no capture and poor sensing of r-waves. It was also noted that during the replacement of the rv lead, the right atrial (ra) lead had dislodged. The device, rv lead and ra lead was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.